Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: pump thrombosisspecific component(s) involved: other component malfunction, specifyadditional text:other component: pump thrombosiscausative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: